Manufacturer narrative:
D9: unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history review was performed and found reports of primary audible alarm events. Functional testing revealed that the j9 connector may have become fatigued, which could have contributed to intermittent signal loss. The interconnect board was replaced to address this issue.

Event description:
It was reported that the pump had a frequent primary audible alarm. There was no patient involvement.